Event description:
It was reported that during a follow-up, noise was observed on the rv coil to can vector during an episode of supraventricular tachycardia. All measurements were in range. Electro-magnetic interference on the far-field vector is suspected. Device remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.